Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is currently at the hospital and has been admitted since friday night. They are thinking the patient had a stroke. The patient has issues going on that are undescribed and think maybe from wires in brain or a stroke. They are trying to have MRI done, however, had troubles in past. The healthcare provider (hcp) is taking everything out on (B)(6) because of the problems the patient is having.